Event description:
During a ptca / stenting treatment procedure, the maverick2 monorail 15/2.5 mm balloon burst at 12 atms on the second inflation. The first inflation was to 14 atms. The pt was asymptomatic during this event. The lesion being treated was a moderately calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of a taxus stent. The maverick2 monorail balloon was removed and replaced with a quantum maverick monorail balloon to successfully pre-dilate the lesion. No pt injuries or complications were reported. Pt status is reported as 'good'.